Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, there was a needle retraction failure on the 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: the cause of the retraction failure reported in this pir was damage to the grip. The plug probe and the load barrel stations have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Rationale: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Conclusion: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.